Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. There was contrast and blood in the inflation lumen and blood in the guidewire lumen. The balloon was loosely folded. The device was soaked in a water bath for 2 weeks. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and there was a pinhole in the balloon wall 24mm from the tip of the device. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Microscopic examination presented no damage or irregularities to the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 30-nov-2015 . It was reported that balloon inflation failure occurred. The target lesion was located in the coronary artery. A 2.50mmx20mm maverick²¿ balloon catheter was advanced to dilate the lesion. The balloon was attempted to inflate but failed. The procedure was completed using another of the same device. No patient complications were reported and the patient¿s status was stable. However, returned device analysis revealed balloon pinhole.